Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient states the ins implanted in 2010 was replaced because of battery ¿completion¿ (understood to be depletion) and the wire wasn¿t connected anymore. Caller states this was discovered probably in october of 2013. The revision took place (B)(6) 2013. No further complications were reported or are anticipated.